Event description:
On (B)(6) 2021, a perceval valve pvs23/m was implanted. The pre-operative conditions showed hypocardiac function with preoperative ef 31%. The echocardiography at discharge showed decreased wall motion and ef 31%, showing no improvement in cardiac function compared to preoperatively. Due to long-term dialysis, the shunt was occluded and dialysis was continued with tesio catheter indwelling. Bradycardia was 40-50 times / min from around (B)(6), and there were no particular symptoms, but there was no improvement in the pulse even after discontinuation of carvedilol. On (B)(6) 2021, complete atrioventricular block was diagnosed, and a pacemaker was implanted on (B)(6) 2021. Fever was observed on (B)(6) 2021 and walking became difficult. The tee showed aortic vegetation and thrombus attached to the tesio catheter. Due to poor general condition and poor consciousness level, reoperation was not indicated, and the patient died and discharged on (B)(6) 2021. The manufacturer received additional information confirming that the cause of death was sepsis and that there was no relationship between the patient¿s death and the device. The patient's clinical history included the following: bronchial asthma, pneumonia, splenic abscess, arteriosclerosis obliterans, bilateral renal cancer (left kidney removed).

Manufacturer narrative:
The manufacturer provided a revised summary in b5 following the receipt of additional information. Based on the available information, the cause of the patient's death was attributed to sepsis and no relationship with the perceval valve implanted was identified. The root cause of the reported event can be reasonably attributed to patient's factors. From the document review performed, no manufacturing deficiencies were identified in the device in question. Given that the patient had fever and the tee showed aortic vegetation, it is possible that the patient developed prosthetic valve endocarditis. Ultimately, no information was provided on this regard, despite the manufacturer's attempt of follow up, and it cannot be definitively confirmed. Ultimately, the event was deemed not device-related and, as such, no further investigation is warranted at this time. Should any further information be received in the future, the manufacturer will provide an update to this reporting activty.

Event description:
On (B)(6) 2021, a perceval valve pvs23/m was implanted. The pre-operative conditions showed hypocardiac function with preoperative ef 31%. The echocardiography at discharge showed decreased wall motion and ef 31%, showing no improvement in cardiac function compared to preoperatively. Due to long-term dialysis, the shunt was occluded and dialysis was continued with tesio catheter indwelling. Bradycardia was 40-50 times / min from around 5/20, and there were no particular symptoms, but there was no improvement in the pulse even after discontinuation of carvedilol. On (B)(6) 2021, complete atrioventricular block was diagnosed, and a pacemaker was implanted on (B)(6) 2021. Fever was observed on (B)(6) 2021 and walking became difficult. The tee showed aortic vegetation and thrombus attached to the tesio catheter. Due to poor general condition and poor consciousness level, reoperation was not indicated, and the patient died and discharged on (B)(6) 2021.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Since the device was not returned (unknown if autopsy performed), no further investigation is possible at this time. Based on the available information, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. The manufacturer requested additional information on the reported event and will provide an update to this reporting activity should further information be provided. Unknown disposition.